Manufacturer narrative:
Results: the first podj embolization coil was detached from the pusher assembly and the stretch resistant (sr) wire was fractured. Conclusions: evaluation of both podj coils revealed the embolization coils were detached from the pusher assemblies and had fractured sr wires. Fracture of the sr wire typically occurs due to forceful retraction of the podj against resistance, and will lead to detachment of the embolization coil. Further evaluation of the second podj revealed the embolization coil was unraveled. If an embolization coil with a fractured sr wire is further manipulated, the embolization coil may unravel. The pusher assembly of the first podj, both podj introducer sheaths, and the lanterns mentioned in the complaint were not returned for evaluation. Podj devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00874, 3005168196-2016-00875.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils) and a lantern delivery microcatheter (lantern). Halfway through the procedure, while a podj coil was being advanced through the lantern, it unintentionally detached inside the lantern. Therefore, the lantern containing the podj coil was removed from the patient. Towards the end of the procedure, while the physician was advancing a new podj coil through a new lantern, the podj coil unintentionally detached within the lantern. The detached podj coil was pulled out of the lantern and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.